Manufacturer narrative:
The soft components of the housing are worn down heavily and restricted handling of the pump is a possible implication. Therefore moisture entered the insulin pump and destroys the functionality of the side buttons and the pump electronics. The problem mentioned by the customer is related to careless handling of the product.

Event description:
On (B)(6) 2014, it was reported that the up and down buttons on the patient's infusion device were not functioning. No adverse event was reported. The infusion device was requested to be returned for product evaluation.

Manufacturer narrative:
The incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.